Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, customer reloaded cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process with the cartridge. Reportedly, customer applied more force and successfully loaded cartridge. Customer's blood glucose was 163 mg/dl.